Manufacturer narrative:
Concomitant products continued: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv had high thresholds and rising impedance. The lead remains in use. No patient complications have been reported as a result of this event.